Event description:
On (B)(6) 2019 a ceiling suspended CT injector system, had a mechanical failure at pivot point that allowed the injector and a portion of the mounting system to fail to the floor. No injury occurred to pts or staff. The injector and mounting system was manufactured by acist medical a wholly owned subsidiary of bracco diagnostics. Acist corporate headquarters (B)(4); bracco diagnostics inc. (B)(4); MFR rep had completed a preventive maintenance (pm) on the unit on 12/09/2019, after rep left the site, our CT tech found a couple screw parts on the floor, but did not find the relevance to the injector system or the pm and put the parts aside. FDA safety report ID# (B)(4).